Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the clip became not to come out after several firings. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Anti-backup failure, damaged ratchet pawl,orange indicator over travel. The analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was cycled, fed and partially formed two clips due to the anti-backup feature was non-functional. The remaining six clips were conforming according to our manufacturing specifications. In order to evaluate the condition of the device's internal components, the device was disassembled and the ratchet pawl was found to be worn out; thus leading to the anti-backup failure. Probable causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. Finally, the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. No feeding issues were noted during evaluation. The found conditions are not related to the event reported. The final quality release criteria were met before this batch was released for distribution.